Event description:
Caller reported a minimum fill notification with multiple cartridges. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded, resolving the issue.